Event description:
Additional information received reported the cause of the event was unknown. Reprogramming occurred on (B)(6) 2012 with the results of "working well." The patient did not require hospitalization. The patient outcome was noted as: no injury. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model: 3889-28, lot#: v693796, explanted: na, programmer model: 3037, serial#: (B)(4). (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect and an uncomfortable stimulation in her left leg and buttock for the past week. The patient had to use the bathroom more often, especially at night. There was no known event that coincided with the loss of therapy. The patient's implantable neurostimulator (ins) was set to 1.2 v, and she had tried turning down the stimulation but could still feel the undesired stimulation. Additional information was requested but was not available at the time of this report.